Event description:
Procedure: colostomy take down. The instrument was fired and upon inspection, the proximal donut did not look good. The donut was very thin, "paper thin" according to the surgeon. The surgeon reported the anastomosis appeared to be fine when he tested it. One to two days post op the pt was readmitted for a suspected leak. During the re-operation the surgeon oversewed the anastomosis. The surgeon stated that he should have performed a colostomy instead of oversewing the anastomosis. The pt expired from pneumonia.